Manufacturer narrative:
The lead under complaint was not returned for analysis. This report is therefore only based on the analysis of the ICD itself as well as the inspection of the quality documents associated with the manufacture of the lead and the ICD. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Upon receipt, the ICD was interrogated. The interrogation could be properly performed and revealed the (B)(4) battery status. During the analysis of the available iegms noise was observed in the ventricular channel, leading to three charging cycles. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of an ICD malfunction.

Event description:
Based on analysis results from the ICD it was decided to report this event for the involved lead. After an implantation period of approx. 85 months, oversensing on the ventricular channel was observed. Furthermore it was reported that the device was explanted and replaced due to the field safety corrective action, (B)(6), initiated in march 2021. The ICD was implanted and active for approx. 85 months and there was no particular complaint about the device performance.